Event description:
Hill-rom received a complaint from user facility stating, they were in the process of moving a male resident from the bed; they had the resident over side of the bed the arm dropped abruptly causing the resident to strike their head on the side of the bed. The pt lost consciousness and was bleeding from a gash on the head. He was transported to the hospital where he was diagnosed with a subdural hematoma and died three days after the reported incident. Ref MFR#8030916-2014-00020.